Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect intact pth, list 8k25-25, that has a similar product distributed in the us, architect intact pth, list number 8k25-27. Section a. Patient information: no specific patient information was provided by the customer.

Event description:
The customer reported falsely elevated architect intact pth results. The following results were provided: sample 1: architect 150.3 pg/ml repeat alternate lab (beckman) 59.3 pg/ml. Sample 2: architect 127.9 pg/ml repeat alternate lab (beckman) 56.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity for the architect intact pth assay identified elevated complaint activity associated with false elevated patient results. However, an increase in complaint activity was not identified for falsely elevated results with reagent lot 00418h000. Using worldwide field data the historical performance of reagent lot 00418h000 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00418h000 was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.